Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. Additionally, the patient was unable to set the ipg into MRI mode. Impedance check revealed high impedance on all contact on one of the leads. As such, surgical intervention took place on (B)(6) 2025 wherein it was noted that the other lead had migrated. In turn, the leads were explanted and replaced to address the issues. Reportedly, therapy was restored post op.